Event description:
Customer reported his insulin pump alarmed button error. After the button error, the device alarmed a different alarm. Customer's blood glucose is 83 mg/dl. He stated, he was pulling seaweed from a pond and his pants got wet. The device was in his pants pocket and it also got wet. The device alarmed button error, and then it alarmed again. Customer was advised the second alarm was because, the device experienced an unexpected restart. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.